Manufacturer narrative:
Arjo technician became aware of the damaged upper arm of the left side head rail while performing the maintenance check. No patient involvement, no injury. The circumstances in which the damage occured are unknown. Arjo technician found that the bed was stored and not in use for several months. The bed was previously serviced by a 3rd party mantenance company, and no service history is available. Considering lack of service history and no information if the safety side was ever replaced, the cause of the damage could not be determined. Arjo device failed to meet its specification since the side rail was detached. The device was not use for the patient treatmet. The complaint was assessed as reportable due to the side rail detachment from the bed.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Event description:
Following the information provided safety side detached from the bed frame due to both upper arms being disconnected). There was no indication regarding the patient involvement. No injury was sustained.

Manufacturer narrative:
The investigation is still ongoing the data analysis is conducted to address the root cause of the issue. Further information will be available in the final report.